Event description:
Patient disconnected sequential compression device (scd's) as well as the suction to his chest tube water seal drainage to go to the bathroom. Upon return to the bedside, the patient connected the scd device in error to the chest tube water seal drainage device. The scd alarm immediately alerted the nurse to the misconnection. The m.d. Was notified and a chest x-ray (cxr) was done with no apparent harm to the pt.

Manufacturer narrative:
Suspect medical device listed is not manufactured by atrium medical corp. However, it is possible that an atrium chest drain may have been connected to the suspect medical device described as a sequential compression device on the medwatch form submitted. Atrium chest drains are not to be used by lay people, only by trained medical personnel.